Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that the plunger base of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray was cracked.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger base of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray was cracked.